Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax control unit, a patient experienced s circuits of blood loss, resulting in a blood transfusion. An alarm condition related to high filter pressure was reportedly generated and the treatment was ended without the 273 ml extracorporeal (ec) blood being returned to the patient due to a large clot in the patient catheter. No patient symptom or need of medical intervention was reported. The treatment was restarted, however, once again ended without the 273 ml extracorporeal (ec) blood being returned to the patient as a foam detected in deaeration chamber alarm was triggered. The patient was transfused with 2 units of red blood cells. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not received for evaluation; therefore, a device analysis could not be completed. A lox file was provided, however, the log file is not related to the reported issues. The reported occurrence date was (B)(6) 2021 and the log file date was 04 january 2022. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.